Event description:
It was reported that the incident occured on (B)(6) 2022, in the surgery room. The stapler was impossible to use, the staples were stuck at the end, not firing.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w (B)(4)/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the device appeared typical. The staples appeared to be properly aligned. The stapler was received with 34 staples remaining indicating that at least 1 staple was fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple formed but did not release. The second staple formed as well, but then the trigger got stuck in the engaged position. The stapler was disassembled for further inspection. Upon disassembly, it was revealed that the pawl was spun out of position. The pawl was manually reset and the stapler was reassembled for further testing. Now when the trigger was engaged, the next 6 staples were able to properly form and release from the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional testing, the first two staples formed but did not release. The stapler was disassembled , and it was revealed that the pawl was spun out of position. The pawl was manually reset and the next 6 staples were able to properly form and release from the device. The likely cause of the misfire was the pawl being out of position. However, it could not be determined exactly how or when the pawl spun out of position. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, the root cause for this complaint cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73f2200700 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the incident occured on 20 december 2022, in the surgery room. The stapler was impossible to use, the staples were stuck at the end, not firing.